Event description:
It was reported that the customer was hospitalized for high blood glucose levels and her blood glucose levels were 500 mg/dl. It was stated that the insulin pump had multiple no delivery alarms. Troubleshooting was performed and the insulin pump passed the required tests. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.